Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The reported condition was confirmed. The investigation isolated the failure to the unit needing calibration, but a root cause was not identified. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that during rem verification for the last step they started at 10 ohms and it should alarm at 1, but did not alarm until it got until zero. No injury reported.